Event description:
It was reported that light-emitting diode(led) would not light up. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tears on front cover and enclosure. Cracks alongside reservoir cover and around bolts. The light-emitting diode(led) did not light up. The root cause of the reported issue was found to be broken led on the power control board. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A corrective and preventative action has been opened to address the reported issue.